Event description:
It was reported that in bipolar the atrial lead exhibited no capture at 7.5 v and lead impedance was greater than 2000 ohms. Lead impedance was 290 ohms in unipolar and capture was good at 1.0 v, 0.4 ms. Pacing was programmed to unipolar and sensing was programmed to the bipolar configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.